Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 21-24 (mg/dl). To treat bg levels, the customer consumed food. Recommendation was made to consult with hcp regarding diabetes management.

Manufacturer narrative:
Review of the pump data logs by tandem quality engineer showed that the pump logs did not show low blood glucose (bg) levels on (B)(6) 2016; however, low bg levels were observed on (B)(6) 2016. Reportedly, the user made bolus requests without entering the current bg levels and still having insulin on board (iob). The pump logs do not indicate that the insulin pump cause low bg levels. There was no malfunction or failure of the pump observed. The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
Reportedly, apidra insulin was being used inside the cartridge.